Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in a severely calcified unspecified vessel. The physician was attempting to advance a 2.75x32mm promus element stent to the lesion and the stent strut was damaged. The procedure was completed with another 2.75x32mm promus element stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic of the returned complaint device revealed that the stent was damaged in the middle section. A number of struts were raised. All outer diameter measurements were within specification. Several kinks along the entire hypotube were also noted. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in a severely calcified unspecified vessel. The physician was attempting to advance a 2.75x32mm promus element stent to the lesion and the stent strut was damaged. The procedure was completed with another 2.75x32mm promus element stent. No patient complications were reported and the patient's status is good.